Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusion alarm. However true and false alarms cannot be distinguished through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.